Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The rep stated that a hip revision took place due to the implant dislocating. Further to this, during the operation the surgeon identified that the patient was presenting with an infection and hence, all implants were removed and replaced with a spacer and antibiotic cement.